Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. The patient was reported to have recovered from the peritonitis. Pd therapy was ongoing. Additional information was requested but is not available. This is report 2 of 4 involved in this event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.